Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had blockage at site on (B)(6) 2024. The event occured within three hours of insertion. The site of insertion was at abdomen. No further information available.